Event description:
During upgrade procedure this lead was found dislodged. Physician decided to explant and replace lead. Should additional information be obtained, this report will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 50 cm proximal to the lead tip. Only the distal fragment was received for analysis. The proximal fragment including the is-1 connector pin was not returned. An extraction aid was found in the lead fragment. It is reasonable to assume that the lead was cut during the extraction procedure. The performance of the lead fragment was scrutinized, including a visual inspection. The analysis revealed several cuts into the insulation, which most likely resulted from the extraction procedure. However, a thorough analysis of the lead fragment did not show any deviations which might have led to the reported dislodgement. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.